Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on the anterior side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observation: yellow particles observed, inside the device.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported, a right side deflation. Device remains implanted.